Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :fallopian tubes'), uterine perforation ('perforation :uterus'), device dislocation ('migration/ malposition of essure device') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) v2005, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2005, the patient experienced pelvic pain ("pelvic pain"), fatigue ("injuries/symptoms :fatigue"), migraine ("injuries/symptoms :migraines"), headache ("injuries/symptoms :headaches") and nausea ("injuries/symptoms :nausea") and was found to have hormone level abnormal ("injuries/symptoms :hormonal changes"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced visual impairment ("injuries/symptoms :vision problems"), photophobia ("vision eye problems - type sensitivity to light") and vision blurred ("blurry vision"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury / psychological or psychiatric problems condition") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, psychological trauma, photophobia and vision blurred outcome was unknown and the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, visual impairment, fatigue, hormone level abnormal, migraine, headache, nausea, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, photophobia, psychological trauma, uterine perforation, vaginal haemorrhage, vision blurred and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2015 (previously reported) and in current fu ((B)(6) 2015) was reported. Date(s) of insertion: (B)(6) 2005 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Essure insertion date updated. Onset date of previously reported event added. Lab data and events : abnormal bleeding (vaginal), lower abdominal pain, sensitivity to light, blurry vision were added. Event of she did not undergo confirmation test deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus'), device dislocation ('migration/ malposition of essure device') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), visual impairment ("injuries/symptoms: vision problems"), fatigue ("injuries/symptoms: fatigue"), migraine ("injuries/symptoms: migraines"), headache ("injuries/symptoms: headaches"), nausea ("injuries/symptoms: nausea") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("injuries/symptoms: hormonal changes"). The patient was treated with surgery (on (B)(6) 2018, other). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion and psychological trauma outcome was unknown and the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, visual impairment, fatigue, hormone level abnormal, migraine, headache and nausea had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation and visual impairment to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2005 (previously reported) and in current fu (01-jan-2015) was reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, gen. Abnormal bleeding, expulsion, migration, perforation: fallopian tubes, perforation: uterus, fatigue, hormonal changes, migraines, headaches, nausea, vision problems, she did not undergo confirmation test. Reporter information, date of birth, events outcomes, essure removal date. And essure insertion date were updated. Essure model updated to 205-305. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.